Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 3.172 mmol/l, repeat result = 0.758 mmol/l. On (B)(6) 2025, the customer observed a discrepant sodium result generated on the alinity c processing module. Sid (B)(6) initial result = 116, repeat result = 140. There was no impact to patient management.

Manufacturer narrative:
Additional information provided for section a1 patient identifier: sid (B)(6) and sid (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the module and performed multiple troubleshooting procedures, including part replacement and cleaning. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity. A review of manufacturing documentation did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the information, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified. Additional information provided in section d11 concomitant product.

Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for one patient. Sid (B)(6), initial result = 3.172 mmol/l, repeat result = 0.758 mmol/l. On (B)(6) 2025, the customer observed a discrepant sodium result generated on the alinity c processing module. Sid (B)(6), initial result = 116, repeat result = 140. There was no impact to patient management.